Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the reported skipping issue could not be confirmed; however, the motor rpms were noisy but within specifications, the control bar was loose, the motor, swivel, and ball plunger were damaged, and the dowel pins were not in the correct position, which could impact the device functionality. The bearings, screws, nut bearing lock, motor, sleeve, swivel, ring gear, planetary gears, eccentric shaft, thickness control shaft, lever, and ball plunger were replaced, and the control bar was adjusted to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device skipped on the patient. There was a delay of an unknown amount of time and there was impact to the patient. Due diligence is complete and there is no additional information available.